Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient died. Vascular access was obtained via the femoral artery. The 85% stenosed, 16x3.0mm, concentric target lesion with a bend of between 45 and 90 degrees was located in the mildly tortuous and mildly calcified right coronary artery (rca). A 3.00x16mm promus element ¿ drug-eluting stent was implanted to treat the lesion and post-dilatation was performed with a 2.00x12 balloon catheter. However, during the procedure the patient died.